Event description:
A leveen needle electrode was being used for therapeutic ablation of the liver in 2005. The radiofrequency ablation was performed with a metal attachment. There was a sound crack two or three times during the procedure. Ablation was stopped and no anomalies were noted at the needle nor at the skin of the patient. When the ablation was performed again, there was another sound crack. No anomalies were noted at the needle and skin; however, damage was noted at the insulation.